Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead had exhibited high capture thresholds despite multiple attempts of repositioning at the atrium. The ra lead was removed and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.